Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, self-test and error test. All operating currents are within specification. Off no power alarm functions properly. No battery icon anomaly or rewind anomaly noted during testing. Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. Insulin pump had minor scratched display window and a small cracked on the reservoir tube lip.

Event description:
It was reported that the customer had battery issues. She received a low battery alert in less than one week. When her battery was low she was not receiving alarms or could not rewind her insulin pump. The battery was hot when she removed it from the insulin pump. She was hospitalized in five different occasions due to her blood glucose levels going low. In (B)(6) 2012, the customer was driving on the wrong side of the road because of her low blood glucose level until she passed out. In another instance she was in a store when she passed out again. She was taken to the hospital in (B)(6) 2014. Her blood glucose level was 23 mg/dl and in the hospital she was administered IV. The product will return. Nothing further to report.